Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 83 units, there were an unspecified number of tubes with bent tops. No adverse impact was reported regarding the patient or user.